Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134243.

Event description:
It was reported that the patient was unable to place their system into MRI mode. X-ray imaging revealed one lead fractured. It is unknown which lead fractured.